Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing was observed due to t-wave oversensing. No programming changes were made due to patient's therapy not being affected by the t-wave oversensing. Programming settings were kept at current settings. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received. Patient presented remotely via merlin.net transmission and postpaced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable and will continue to be monitored.